Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent losses of out of range issues occurred between the transmitter and pump. Additionally, it was reported that the customer experienced an elevated blood glucose (bg) level of 732, and a ketone level identified as dangerous by healthcare provider. Ultimately, customer went to the ER on 8/19/2022 and was subsequently hospitalized and admitted to the intensive care unit. Reportedly, customer was treated intravenously with fluids of saline and insulin. Treatment resolved the issue and there was no permanent damage. Customer was released from hospital on 8/24/2022.